Event description:
It was reported that pump displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully resumed insulin therapy, and was advised continuing using pump and call back if malfunction recurred, which had not happened after reset.